Event description:
Becker evd had a disconnection in the tubing between the collection chamber and drainage bag. The connection was easily disconnected and not attached correctly.

Event description:
Becker evd had a disconnection in the tubing between the collection chamber and drainage bag. The connection was easily disconnected and not attached correctly.